Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had shown that an additional wrong item was being dispensed. A technical support specialist (tss) had dialed into the server and confirmed that midazolam 2mg/ml vial was not present on the device. Tss advised the user and removed the correct item without issue, but the wrong item had shown in the application workflow. Tss found another similar incident on the same device. User verified there was no midazolam in the pocket. User told that when removing heparin and returning it, the system required return to the bin instead of the pocket; settings were changed to ¿return to stock.¿ tss after checking the logs explained that ¿(p)5¿ was a pocket value causing the wrong-item workflow when scanned with an unverified link. Removing the unverified link from the server resolved the issue across all stations. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had shown that an additional wrong item was being dispensed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.